Event description:
Additional information reported that the patient had a major infection. The patient had leukocytosis of unknown etiology. The patient was treated with antibiotics.

Manufacturer narrative:
Section h6: health effect - clinical code (4581): high white blood cell count. Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. It was reported that the patient was bleeding on (B)(6) 2020 and was returned to the operating room (or) for a tamponade. The event may have been related to the patient¿s left ventricular assist device (lvad) implantation. On (B)(6) 2020, the patient¿s chest was closed. Starting on (B)(6) 2020, the patient experienced right heart failure (rhf) and the patient was treated with blood pressure medication for a week. On (B)(6) 2020, the patient developed an infection, which required intravenous (IV) infiltration of the arm and empiric antibiotics. It was noted that the infection was leukocytosis of an unknown etiology. The account later communicated that there was no infection found. Infectious disease (ID) felt that the old blood products resulted in the elevated white blood cell count. The blood cultures and wound cultures remained negative. On (B)(6) 2020, the patient experienced acute thrombocytopenia. The patient had an acute drop in platelets that required a platelet transfusion. The patient was started on anticoagulants. Since the patient did not have any bleeding, the patient was withdrawn from the trial due to the investigator mandated antiplatelet therapy requirement being less than 14 days after implant. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists bleeding, right heart failure and infection (localized, pump pocket/pseudo pocket and driveline) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions regarding preventing infection are provided in various sections of the IFU. The heartmate 3 lvas patient handbook contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020 via ifs order number (B)(4). Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
As of (B)(6) 2022, no infection was found in the patient. Infectious diseases believed that old blood products resulted in the observed elevated white blood count. Blood cultures and wound cultures remained negative.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), (B)(6), and the reported events could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10aug2020. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists bleeding, right heart failure and infection (localized, pump pocket/pseudo pocket and driveline) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions regarding preventing infection are provided in various sections of the IFU. The heartmate 3 lvas patient handbook, contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient returned to the operating room for a tamponade. This was the same day the patient was implanted. The patient had bleeding that is likely associated with the lvad implantation. The patient had inotropes pre-implant and remains on milrinone 0.25 for seven days post implant. The patient had an IV infiltration of the arm. Empiric antibiotics were given to the patient. The patient was cleared for surgery on (B)(6) 2020. The patient returned to the operating room on (B)(6) 2020 for chest closure. The patient had acute thrombocytopenia on (B)(6) 2020. The patient was withdrawn from the trial due to investigator mandated antiplatelet therapy requirement less than 14 days after implant.